Manufacturer narrative:
Results: the ruby coil was detached from the pusher assembly, and the pusher assembly was not returned for evaluation. The ruby coil was stuck inside the non-penumbra microcatheter, and could not be removed by the penumbra investigator. The non-penumbra microcatheter was kinked and ovalized in multiple locations along its length. Conclusions: evaluation of the returned devices revealed that the ruby coil was stuck inside the non-penumbra microcatheter, and the non-penumbra microcatheter was damaged in multiple locations. The damage to the non-penumbra microcatheter likely caused the ruby coil to become stuck. Penumbra ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached four ruby coils into the aneurysm. However, the physician was unable to advance a new ruby coil through another manufacturer's microcatheter and it was removed. The procedure successfully continued using a new ruby coil. There was no report of an adverse effect to the patient.